Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported that the haptic of the aq5010v silicone three piece lens, bent as the surgeon inserted it into the eye. The lens was removed/replaced without any patient injury.

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Reportedly, intraoperative lens exchange was performed to address bent haptic of the 3-piece silicone iol. Incision was not enlarged for removal of damaged iol and no other tissue damage was reported. Another lens of same model was successfully implanted at the same surgery date. No reported postoperative sequelae. According to the report, dated on (B)(6) 2014, the most likely cause of the event was unknown. A lens work order search was performed and another similar complaint was found. A cartridge lot number search found (B)(4) similar complaint. An injector lot number search found no similar complaints. Based on the complaint history, work order search, medical review, cartridge and injector lot number searches, a specific root cause of the event could not be determined. (B)(4).